Event description:
Reference number (B)(4). Event occured in the united states. The patient reported an incident involving the detachment of their infusion set tubing on (B)(6) 2025. The infusion set was located on the patient's upper thigh. The insulin pump was worn in the left pocket, separate from the infusion site. The detachment occurred specifically at the site location. At the time of the incident, the infusion set had been in use for less than 1 day. The event took place while the patient was washing the dishes. No further information available

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted maufacturing date under h4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6010002, in question was manufactured at the osted site. Device history record (DHR) review: the lot 6010002 was manufactured according to the work instruction (wi) appendix 1 batchcard for production of packaging room on 01-nov-2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Test results: no product returned. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.